Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no repairs from the previous 12 months. The event history log review identified "primary audible alarm bgnd test", and "travel reverse error" alarms. The customer problem was confirmed during visual inspection and duplicated error with power up test. The probable cause was due to electrical component interference as the speaker wiring was intact with no obvious signs indicating damage, cap 9 on interconnect board shows no signs of corrosion, damage, or faulty soldering. The device is repaired by replacing the primary speaker. The device passed all functional testing after the repairs and the current software was replaced.

Event description:
It was reported that a primary audible bgnd test error code was found during infusion. There was patient involvement.

Manufacturer narrative:
H7: corrected to capture recall.